Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a roux-en-y procedure, there were staple lines that didn't look right and staples were "everywhere". The patient was needed to be brought back into surgery to control the "oozing" of blood in the staple line. It was reported that a hemostasis and used "a lot of clips" were done and the patient did not lose too much blood.